Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas exhibited an intermittently unresponsive sleep/wake button, where the device sometimes woke normally and other times required placement on a charger to wake, consistent with a key or button not working and involving the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an electrical problem associated with the sleep/wake control, aligning with a button unresponsive issue at the switch component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. Thank you for your prompt coordination and follow-through.